Manufacturer narrative:
The product was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that the tip of the osteotome broke off in the cannula. The broken piece was cleaned from the cannula, and no part was left in the patient. No patient complications were reported.